Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer saw a red x on the display and stated that the pump was not dropped or bumped. Customer stated that there wasn't another alarm followed by the critical pump error. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to verify the critical pump error due to the blank display. The pump had minor scratches on the display window, a scratched case, a cracked case at the battery tube side, a pillowing keypad overlay and a cracked keypad overlay at the select button.